Manufacturer narrative:
The device history record for radiesse lot 1023310 was reviewed. All required testing specifications were met prior to release; there were no abnormalities noted. During a follow-up dr. Antell imparted that the infection is resolving.

Event description:
The patient was injected with radiesse dermal filler in the nlfs, mouth and chin on (B)(6) 2011. The patient developed tenderness and swelling at the corner of the nose outwards. The patient was treated with bactroban, bactrim and hydrogen peroxide washes.